Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
D4: expiration date is "ni", previously submitted as "01/04/2026". H4: the lot was manufactured from january 04, 2021 - january 05, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of one-link non-dehp standard bore catheter extension sets were loosening and disconnecting. No leaks were observed. This issues was identified during priming with 0.9% sodium chloride 10ml flush prior to patient use. There was no patient involvement. No additional information is available.